Event description:
End user reported that a pt while being treated in a warmer with 2 spot phototherapy lights 12" - 14" for a duration of 1 hour and 15 minutes rec'd 2nd degree burns on chest. Pt was treated with bacitracin. Plastic surgeon evaluated pt at time of the event and indicated no scarring would result. 4 days later burn healed with no visible scarring. A biomed tech evaluated both lamps and found that they passed all safety tests: output at 20" was fine, lamps functioned perfectly, lamps were in excellent working order.